Manufacturer narrative:
The product will not be returned to maquet for investigation. Therefore, a device evaluation could not be performed. A lot history record review could not be completed as the product lot number is unknown. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 toggle switch got stuck in the on position. The hospital did not report any pt effects. The product was discarded.